Event description:
The complaint was received by medwatch report. It was reported that an arrow 4 fr, 8 cm catheter was being used on a male pt for transmission of antibiotics, tpn, and potassium replacement. The pt was with a subclavian central line that appeared to be leaking at the site. Although there was good blood return, pt had progressive swelling in surrounding area. Line was pulled, unsure if catheter was leaking. Pt sustained only minor swelling at IV site. No tissue damage.

Manufacturer narrative:
Follow-up report will be filed if additional info becomes available.